Manufacturer narrative:
(B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported may be associated with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported using the hydrogen peroxide system, rinsing her lens with a saline solution, and then experiencing an itchy and puffy eye upon lens insertion. Consumer visited eye care practitioner (ecp) and reported that the doctor diagnosed her with an allergic reaction to the saline solution. Consumer stated that the ecp did not say the reaction was due to the hydrogen peroxide solution. Doctor reportedly prescribed steroid treatment. Follow-up communication with consumer indicated she had discontinued the steroid treatment and that the eye was improving. Medical information from treating ecp was requested but was not received. It is possible that the device may have malfunctioned as a result of variability of neutralization.